Event description:
Note: this report pertains to the two spyscope ds ii access & delivery catheter used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheter were used in the common bile duct (cbd) during a stone management using spyglass procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii started glitching after gaining access into the cbd. Few seconds later, the image completely disappeared. They unplugged and plugged back the catheter into the controller multiple times, with no change. They opened another spyscope ds ii of the same batch/lot number and the same problem happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that elevator marks were on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on image. A media inspection was performed, in the video provided the device is plugged but there is no image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end. No camera wire damage was observed in the pebax region of the catheter proximal to the working channel sleeve. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed signs of procedural residue on the camera wires in the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted, based on residue at the pofs, and after insertion of saline, enough to reach the handle, the image was disrupted. Pink and black lines appeared on the screen followed by the initialization screen. The reported complaint was confirmed. During product analysis, a live image was seen after insertion of device into controller. After a saline test, image was disrupted. Pink and black lines appeared followed by the initialization screen. During procedure, fluid likely back flowed into the optics lumen and caused a change in capacitance of the electrical circuit resulting in a loss of image. An investigation to address this problem has been completed. Based on all gathered information, the probable cause selected for the image problem is cause traced to device design, which indicates that the problems are traced to the design specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the two spyscope ds ii access & delivery catheter used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheter were used in the common bile duct (cbd) during a stone management using spyglass procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii started glitching after gaining access into the cbd. Few seconds later, the image completely disappeared. They unplugged and plugged back the catheter into the controller multiple times, with no change. They opened another spyscope ds ii of the same batch/lot number and the same problem happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.